Manufacturer narrative:
Product code and serial number for the other meter: (B)(4); manufacture date: 01/2011.

Event description:
A (B)(6) customer called regarding 2 contour usb meters that he recently purchased. Both meter were found to be reading in mg/dl. It was discovered that both meters were intended for the u.s. Market. No adverse events were alleged. The meters are to be returned. Replacement meters were sent to the customer.